Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing, and the device was reprogrammed to turn off auto-capture. The patient's condition was stable.